Manufacturer narrative:
Correction. Pump vad-17287 was returned on 01jul2016 (reference medwatch MFR report #2916596-2016-01078). Pump vad-18354 was implanted on (B)(6) 2016 and was in use during the reported event on (B)(6) 2016. Correction. Device unique identifier (UDI) # (B)(4) vad-17287(17)180630. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted into the hospital for a driveline infection. The culture taken at the driveline exit site was positive for pseudomonas aeruginosa. The patient¿s medication was changed and oral cephalexin and IV ceftazidime were administered. No additional information was provided.